Event description:
Boston scientific crm received info that this right atrial and right ventricular leads became dislodged two days post implant. A lead revision is planned and these leads will be replaced with another MFR's leads. To date no adverse pt effects were reported. Also removed: dextrus 4137, MDR 1028232-2008-01140.